Event description:
International affiliate reports the valve's variable pressure setting could not be turned on. This occurred during "a few" occasions beginning in 2004. The valve was implanted in 1996.